Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lobectomy procedure there was an issue with clip formation. Another device was used to complete the case. There were no adverse consequences to the pt.